Event description:
The customer reported that on (B)(4) 2011, erroneous, elevated vitamin b12 results were generated on an unicel dxc 600i synchron access clinical system for two patients. The initial vitamin b12 results were released from the laboratory however there have been no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The customer provided data which indicated the generation of multiple patient vitamin b12 initial and repeat results on (B)(4) 2011. However only two results differed from the original result by more than 20%, crossed the upper limit of the expected values range, and was considered erroneous. All other results in provided data were not regarded as erroneous. Instrument vitamin b12 quality control (qc) results recovered within customer established specification prior to the event, however was above established specifications for level three qc results after the event. A system check performed prior to, and after, the event met customer established specifications. The samples were collected in sst tubes, and were normal in appearance with no visible abnormalities.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011, for this event. The field service engineer (fse) performed an instrument diagnostic high sensitivity system check, dilutions test and precision test. All results were within specifications. The instrument alignments were verified and found to be within specifications. No hardware issues were noted. No failure was detected.